Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional (hcp) via the rep. It was reported that the patient experienced unexplained jolting in the summer of 2018 and their entire system was replaced on (B)(6) 2018. From review of the hcp's notes it was determined that the patient had erratic stimulation since (B)(6) of 2017, the patient denied any falls prior, and impedance was weird. The telemetry printout from (B)(6) 2018 was provided. Impedance values on the printout were within normal limits ranging from 467 ohms to 1679 ohms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins). It was reported that the patient got a shocking/jolting sensation when an electrode impedance test was run. The rep didn't know what settings the impedance test ran at, but understood that the impedance values were around 450-500 ohms. The rep was not with the patient and/or healthcare professional to do further troubleshooting. Considerations around replacement of the ins model were reviewed and the rep was going into the surgical procedure at the time of the call to technical services on (B)(6) 2018. Additional information received from the rep reported that the explanted device was sent for return to the manufacturer.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3487, lot# unknown, implanted: (B)(6) 2002, explanted: (B)(6) 2018, product type: lead; product ID: 7495-51, serial# unknown, implanted: (B)(6) 2000, explanted: (B)(6) 2018, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional via the manufacturer representative. It was reported that the patient experienced a loss of sufficient paresthesia to the pain area, and felt unwanted unpleasant/uncomfortable stimulation described as erratic by the registered nurse (rn) programmer. Impedance values ranged between 500-1500 ohms prior to operating room investigation. There were no environmental/external/patient factors that may have led or contributed to the issue. Follow-up programming and impedance testing was done by the rn programmer. The rn programmer attempted to reprogram the device to resolve, but it was unknown if the issue had resolved. The ins, lead, and extension were explanted and a replacement ins and lead were implanted. The patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.